Event description:
This event involved a patient 1 year and 4 months after heartware lvad implantation who experienced a driveline infection. The patient was re-admitted to the hospital and was found to have leukocytosis and blood cultures were positive for (B)(6) which is the chronic drive line infection. Patient was started on IV and antibiotics (nafcillin 12 g, rifampin 300 mg and keflex 500 mg) treatment. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was admitted for chest pain and leukocytosis; cultures of the patient's blood and driveline exit site tested positive for (B)(6) respectively. The patient was discharged after the infection was successfully treated; the device was not returned as it remains implanted. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2013-00364, 00411 and 00412) submitted for a device related to the same patient.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. This is one of three reports (3007042319-2013-00364, 00411 and 00412) submitted for a device related to the same patient.